Event description:
A surgical technician reported that the phacoemulsification port would not hold the handpiece during a cataract with iol (intraocular lens) implant procedure; the handpiece would not click into the top port and pulled out easily and would not perform phacoemulsification. The unit was exchanged to complete the case. There was no harm to the patient. It was noted that the handpiece would click into the bottom port of the unit without pulling out.

Manufacturer narrative:
Multiple attempts were made to obtain additional information pertaining to the event but none was provided. The company representative examined the system and confirmed the loose handpiece connector problem reported. The handpiece connector was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(6).